Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint was unable to be confirmed. Visual evaluation of photos provided by the customer identified that the driver was covered in plastic debris and appeared to have been used before. Functional testing was unable to be performed as the device was not returned. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use.

Event description:
It was reported by the sales rep that the ar-8973-11, screw driver shaft requires excessive force to release screw. Screw driver shaft captured screw so tightly that it does not easily disengage. This issue caused the screw to pull out of bone of the patient. Additional information requested. Additional information provided 3/3/21: procedure being performed was a ankle fracture with fibulock. Another ankle fracture tray was opened to use a t10 screwdriver to complete the case. The bone of the patient was not harmed when the screw pulled out, but the surgeon did lose a point of fixation through the fibulock nail.